Manufacturer narrative:
Visual inspection performed on dec, 2nd 2015 by r&d project manager: the tip of the alif driller universal joint (03.30.10.0002) is broken. The functionality of the instrument is compromised. The breakage of the tip of the driller may have been caused by the application of an uncontrolled lateral bending of the driller itself into the drill guide 03.30.10.0005. Batch review performed on 11 december 2015: lot 1410919: (B)(4) items manufactured and released on 01 july 2014. No anomalies found related to the problem. No similar reported events on the same lot.

Event description:
During the screw hole preparation using the drill universal joint, the end of the drill bit broke off. The surgeon was able to recover the fractured piece. The straight drill and awl were used to complete the surgery successfully. There are no x-rays. The instrument will be returned.

Manufacturer narrative:
On 10 february 2016, it was prepared a final report with the information already submitted in the initial report. On 15 february 2016, the report was sent to the initial reporter and the case was closed.